Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gerd. Concurrent conditions included neck strain, muscle pain, leiomyoma nos, chronic salpingitis, nabothian cyst, dizzy, nausea, uterine fibroid, diabetes, menometrorrhagia, multigravida, uterine fibroid, anemia and gallbladder removal. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 to (B)(6) 2009, nsaids from (B)(6) 2008 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal"), anaemia ("anemia"), bladder disorder ("bladder/urinary problems: unspecified"), urinary tract disorder ("bladder/urinary problems: unspecified"), endometriosis ("autoimmune: endometriosis") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and endometriosis had resolved and the anaemia, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, endometriosis, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), anemia, bladder/urinary problems: unspecified, endometriosis, psych injury". Trailing coils; left 0 right 2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmatory test". The patient's medical history included morbid obesity and gerd. Previously administered products included for an unreported indication: nsaids from (B)(6) of 2008 to (B)(6) 2020, and acetaminophen from (B)(6) of 2008 to (B)(6) 2020. Concurrent conditions included neck strain, muscle pain, leiomyoma nos, chronic salpingitis, nabothian cyst, dizzy, nausea, uterine fibroid, diabetes, menometrorrhagia, multigravida, uterine fibroid, anemia and gallbladder removal. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 to (B)(6) of 2009, nsaids from (B)(6) of 2008 to (B)(6) of 2014 and paracetamol (acetaminophen) from (B)(6) of 2008 to (B)(6) of 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal"), anaemia ("anemia"), bladder disorder ("bladder/urinary problems: unspecified"), urinary tract disorder ("bladder/urinary problems: unspecified"), endometriosis ("autoimmune: endometriosis") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and endometriosis had resolved and the anaemia, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, endometriosis, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events " pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), anemia, bladder/urinary problems: unspecified, endometriosis, psych injury". Trailing coils; left 0 right 2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event added- device monitoring procedure not performed. New historical drug added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), bladder disorder ("bladder/urinary problems: unspecified"), urinary tract disorder ("bladder/urinary problems: unspecified"), endometriosis ("autoimmune: endometriosis") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and endometriosis had resolved and the anaemia, bladder disorder, urinary tract disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, endometriosis, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), anemia, bladder/urinary problems: unspecified, endometriosis, psych injury". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified event¿ pain: pelvic, pain: abdominal, menorrhagia (heavy menstrual bleeding), anemia, bladder/urinary problems: unspecified, autoimmune: endometriosis and psych injury¿. Patient's demographics and essure removal date were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and gerd. Concurrent conditions included neck muscle weakness, muscle pain, leiomyoma nos, chronic salpingitis, nabothian cyst, dizzy, nausea, uterine fibroid, diabetes, menometrorrhagia, multigravida, uterine fibroid, anemia and gallbladder removal. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 to (B)(6) 2009, nsaids from (B)(6) 2008 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2014. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal"), anaemia ("anemia"), bladder disorder ("bladder/urinary problems: unspecified"), urinary tract disorder ("bladder/urinary problems: unspecified"), endometriosis ("autoimmune: endometriosis") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and endometriosis had resolved and the anaemia, bladder disorder, urinary tract disorder, psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, endometriosis, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), anemia, bladder/urinary problems: unspecified, endometriosis, psych injury". Trailing coils; left 0 right 2. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish. Medical history, concomitant drug, reporter information were added. Onset date of event pelvic pain, menorrhagia were updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.